Event description:
It was reported that the pt stopped felling the stimulation four days ago. Increasing the amplitude to a higher value was unable to resolve the issue. X-ray did not reveal any disconnection or lead migration. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.